Event description:
There was difficulty crossing the lesion with the cypher stent and there was difficulty removing the device. The stent also dislodged and was retrieved.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was performed on a 75 % de novo lesion from the ostium to the mid right coronary artery (rca) and a 90% de novo lesion in the distal rca and the desending branch (pda) at a bifurcation. The vessel was diffuse, moderatley calcified, and moderately tortuous. The radial approach was used for the procedure. The lesion was pre-dilated with an unk balloon and while the cypher would not cross the lession at the first curve of the rca. Therefore, the physician tried to advance the cypher and pushed it with slight force but, it still would not cross. Therefore, the physician decided to retrieve the cypher by withdrawing the stent delivery system (sds) into the guiding catheter. However, the proximal end of the stent became stuck with the guiding catheter and the entire system was removed. During the retrieval, the physician confirmed that the stent dislodged at the brachial artery. It was retrieved with a gooseneck. Please note that this product is not distributed in the united states. However, it is similar to the united distributed product. Additional information was reported and will be sumbitted within 30 days upon receipt.